Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted within 1 month of a ICD replacement procedure due to a pocket infection. Approximately a week later a cardiac resynchronization therapy defibrillator (crt-d) system was implanted. No further patient complications have been reported as a result of this event.